Event description:
It was reported that during device preparation, after flushing the tip of the device with a syringe, the syringe became stuck. Removal of the syringe was difficult and while removing the syringe from the tip, the stent prematurely deployed. Reportedly, the flushing tip was not used while flushing the device. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) per the IFU, device must be flushed with the flushing tip. The tip was not used. Device evaluation: the device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. It should be noted that the xact instructions for use states that the device must only be flushed using the 3-ml syringe and flushing tool provided. The attempt to flush the device without the use of the flushing tool appears to have contributed to the reported premature stent deployment as the syringe may have lodged inside the distal end of the device and then subsequently resulted in the premature deployment. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.